Event description:
Reporter stated that customer received the following results on the aviva system within 5 minutes: 502 mg/dl, 101 mg/dl, 187 mg/dl, 157 mg/dl, and 81 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.